Event description:
The anchors stayed inside the bone without the eyelet which has separated from the rest of the anchor and remained attached to the inserter device. Malfunction report form confirms that the surgeon did have a back-up device available to complete the "cuff rotator lesion" repair. There was no patient injury as a result. The anchors were not pre-drilled. The anchors were used in the posterior surface of the humeral head at the hill sachs lesion of a patient with shoulder instability. Patient's bone quality was not specifically defined.

Manufacturer narrative:
IFU instructs to pre-drill if bone quality is hard or unk. Site was not pre-drilled. That may have been a contributing factor of the anchors breaking, however, no firm conclusions can be made. A copy of the IFU will be forwarded with these statements highlighted for review with the customer.